Event description:
It was reported there was a loss of therapeutic effect. It was noted the patient¿s lead came out of the stimulator two months prior. It was also noted the doctor thought the patient might be a twiddler. The patient had a revision scheduled for the following day. Follow up reported they placed a new lead and the patient was receiving therapy.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).